Manufacturer narrative:
The unit passed the self test, sleep current measurement, active current measurement, and the displacement test. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage (loaded vlith) at the power management graph due to connector resistance. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. No unexpected power loss or replace battery now alarms noted during testing. The following physical damage was noted: scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a recurring replace battery now alarm. Blood glucose level at the time of the incident was 8.5 mmol/l. Troubleshooting was not completed. The insulin pump was returned for analysis.